Manufacturer narrative:
The complainant was unable to provide the suspect device lot number and upn; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial peg tube (exact upn unknown) was used during a percutaneous endoscopic gastrostomy procedure (date is unknown).according to the complainant, the nurse reported he had a patient who had mold growing in the peg tube a year ago (date is unknown). The device was exchanged (unknown manufacturer).attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.